Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 90314 with the incident lot was observed. No issues were identified.

Event description:
It was reported that upon receipt of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was one tube with a blue top instead of a purple top.